Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the patient's son (reporter) contacted lifescan on behalf of the lay user/patient alleging that the one touch meter was reading erratically. The patient's son indicated that the reported issue first began the same day: the patient's son was unable to report a specific time but thinks it was around 12 pm (patient's time zone). The patient obtained blood glucose results of "274 and 134 mg/dl" on his meter, performed between 10-20 minutes of each other. The customer service representative (csr) noted that the reported meter was correctly set to "mg/dl," an approved sample was used, and the correct testing/cleaning techniques were used. Based on statistical methodology, the calculated difference of the results exceeded the expected value of <=20%. The patient did not take any actions in regards to his diabetes treatment after testing on the meter. At an unspecified time after testing on his meter, the patient developed symptoms of being wobbly and incoherent. Later the same day (approx. 1pm patient's time zone), the patient received assistance from the emergency services. His blood glucose levels were tested on the hospital's meter but the reporter was unable to report the result. The reporter also stated that the patient was treated with an IV containing fluids and/or glucose. The patient was unable to specify. This complaint is being reported due to the following conclusion: the reporter alleged the patient developed symptoms after the reported issue and the reported meter results exceeded lifescan's precision criteria. The meter, test strips, and control solution were replaced.